Event description:
Home pt reports disconnecting from pt line of homechoice set during drain of automated peritoneal dialysis treatment. Home pt then realized he was not done draining. So he reconnected himself. Home pt states he was not sure if he closed clamps or capped off during disconnection. Per rn, there was no pt injury or medical intervention as a result of this incident.